Event description:
It was reported that the catheter was inserted into the indwelled sheath. The side port disconnected from the valve hub. As a result, the physician tied the connection between the side port and the valve with string. There were no pt complications reported.

Manufacturer narrative:
Follow up report will be filed if additional info becomes available.